Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation. It was noted that the overstimulation was so bad that the patient felt paralyzed and fell on the floor. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was discarded.